Manufacturer narrative:
One 8f pro-fuse CT port and locking collar were returned for evaluation. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. A visual inspection of the port reveals no outward physical damage. The port and the locking collar were measured and all measurements met the design specifications. The port lumen was not returned. Without an examination of the lumen we are unable to determine the cause or factors that may have contributed to this event.

Event description:
Port placed (B)(6), lumen separated from device 2 days later while chemo infusing. Chemo noted to be leaking from wound, swelling and skin blisters.